Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the first starclose device failed to achieve hemostasis. A second starclose device was attempted but also failed [guidewire re-entry failed]. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing were performed on the returned device. The reported loss or arterial access cannot be replicated as it is based on circumstances of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A second device was used instead of manual compression when hemostasis was not achieved. It should be noted that the electronic starclose instructions for use (IFU), states: if hemostasis is not achieved, apply manual compression until hemostasis is achieved. The IFU deviation would not have contributed to the reported failure to achieve hemostasis. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported loss of arterial access could not be determined. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two starclose se devices after a neuro coil embolization procedure using a 6f sheath. Reportedly, the device was used well without any problems; however, hemostasis was not good. A second starclose device was attempted but also failed [guidewire re-entry failed]. Manual compression was applied, and hemostasis was achieved within a few minutes. The patient is fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps / instructions the additional device referenced in b5 is filed under a separate medwatch report number.